Manufacturer narrative:
Pump had broken battery tube threads, cracked reservoir tube, reservoir tube lip completely broken off, cracked belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump is broken and all taped up. The customer stated that the reservoir and battery compartment are damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.